Manufacturer narrative:
Refer to field for the results of imaging evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® excluder® aaa endoprosthesis, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk ipsilateral leg component ((B)(4)) was placed below the lower left renal artery and its proximal portion was deployed. However, the proximal portion of (B)(4) moved down distally so that an attempt was made to reconstrain the proximal portion and reposition the endoprosthesis. While the delivery catheter was being pushed up, it was revealed that a lock pin was disengaged, protruding the abdominal aorta. After the lock pin was removed and the ipsilateral leg was deployed, an aortic extender component was implanted proximally to exclude the protrusion area of the abdominal aorta. All the other endoprostheses were deployed, and an imaging revealed a type ii endoleak. The procedure was concluded with a wait-and-watch approach taken to the endoleak. It was reported that the patient¿s blood pressure did not change after the abdominal aorta was protruded by the lock pin.